Manufacturer narrative:
Eval in progress but not concluded. Device was repaired and returned. Only the power manager sub-assembly of the heart lung console was identified in the initial report. That assembly was replaced which restored the device to normal function. The eval of the sub assembly is in progress as of the date of this report.

Event description:
During preparation for use for a cardiopulmonary bypass procedure, the power manager printed circuit board of the heart lung console failed. The device was replaced and the procedure was completed without incident. There was no adverse consequence to a pt as a result of this event.